Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with additional information received on may 23, 2024. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a2101 captures the reportable event of device labeling issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted to treat a malignant hilar stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, it was noted that the distal portion of the fully covered stent appeared uncovered. The stent remained implanted, and the procedure was completed. There were no patient complications reported as a result of this event. Additional information received on may 23, 2024: the complaint about the distal portion of the wallflex biliary fully covered stent appearing uncovered was rescinded because the device resembled the photo of a wallflex biliary fully covered stent displayed on boston scientific's official website. Wherein it showed that the wallflex biliary fully covered is not "fully covered" on both ends.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a2101 captures the reportable event of device labeling issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted to treat a malignant hilar stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, it was noted that the distal portion of the fully covered stent appeared uncovered. The stent remained implanted, and the procedure was completed. There were no patient complications reported as a result of this event.